Event description:
It was reported that the customer had a broken belt clip and a crack on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that the damage was on the top right edge of the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.